Event description:
During a stenting treatment procedure, it was noted that a stent strut appeared to be folded on top of itself. The physician advanced the express stent to the target lesion in the left renal artery. During stent deployment under fluoroscopic imaging, one of the struts seemed to be folded on top of itself. Post procedure angiography appeared to demonstrate satisfactory results and the stent remains in place. Per the reporter, there was no apparent harm to the pt. The physician plans to continue to follow up with the pt.